Manufacturer narrative:
The device was not returned, however, the device log files were provided to technical support for evaluation. The log review indicated that the device triggered "blower temperature high" alarms 14 times between 11aug2025 and 26aug2025. The blower eventually failed on 26aug2025 due to prolonged high-temperature conditions which confirm the reported malfunction of "blower failure". G4. PMA/510(k)# - the device is a similar device marketed in foreign countries and is not marketed under the 510k.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
It was reported that before use, the device was experiencing blower failure issues. Complainant indicated that there was no patient involvement in the reported issue.